Event description:
It was reported by the patient that the lead "came out of the implant". She was unsure of the details but reviewed that she had recently had a surgical revision. The internal neurostimulator (ins) was not programmed and when the patient tried to increase the stimulation she could not go above 0.0 and the upper limit screen appeared. The patient was directed to her health care professional to discuss programming the device. Additional information has been requested, but was not available as of the date of this report. .

Manufacturer narrative:
Product ID neu_unknown_lead lot# serial# unknown. Product ID neu_unknown_lead lot# serial# unknown, implanted: 2009 (B)(6), explanted: product typ lead product ID 3037 lot# serial# (B)(4), implanted: explanted: product typ programmer, patient. (B)(4).